Manufacturer narrative:
H4: the lot was manufactured between may 14, 2024 and may 15, 2024. H11: the actual device was received for evaluation. A visual inspection was performed which observed a separation between the first clearlink in the downstream part and the tubing. Further inspection revealed there was a lack of solvent in some areas of the tubing, and a potential for low insertion due to the marks on the tubing and clearlink component. Dimensional testing on the clearlink y-site housing and tubing met specifications. The reported condition was verified. The cause of the condition was related to improper solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke at the initial luer activated valve which resulted in a fluid leak. The patient was receiving atezolizumab and bevacizumab. The patient had received the full dose of atezolizumab without any issues; however, while infusing bevacizumab, the primary line broke at the initial luer activated valve which resulted in fluid leaking from the primary tubing. The failure was located just below the first port on the primary 3-port line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.